Manufacturer narrative:
Returned for evaluation was one (1) guidewire. As received, the guidewire was returned in two pieces. The customer's reported complaint description of guidewire fractured and detached was confirmed based on visual inspection of the returned guidewire complaint sample; it was received in two pieces. The guidewire accessory device is supplied to angiodynamics by the supplier/manufacturer heraeus medical. Scar004757 and guidewire sample were sent to heraeus for sample evaluation/root cause determination and DHR review of the supplier lots. As per the scar004757 response from heraeus medical, since there was no evidence that this failure mode can be caused by improper manufacture of this product, there are no reasons to think this is a manufacturer-related issue. The reviews of the DHR demonstrate compliance and conformance to applicable procedures and specifications. Root cause for the guidewire breaking apart inside the patient was determined to likely be due to excessive twisting/tensile force during procedure use. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: direction for use {dfu} is provided with this mini-stick device. The failure mode of device fracture and embolization is cautioned as potential adverse event. No sample was returned for evaluation so it cannot be determined if device was used in a manner inconsistent with labeling. Adverse events: guidewire shearing, fracture or embolization. Operational instructions: 1. Prior to insertion, flush all components with saline or heparinized/saline. 2. Gain percutaneous access with the 21 g (0.9 mm) vascular introducer needle. 3. Advance the 0.018 inch (0.46 mm) guidewire through the needle. Caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire. 4. Withdraw the introducer needle, leaving the 0.018 inch (0.46 mm) guidewire in place. 5. Advance the coaxial assembly over the 0.018 inch (0.46 mm) guidewire. 6. Simultaneously remove the dilator and 0.018 inch (0.46 mm) guidewire, while holding the sheath portion of the assembly in place. 7. Advance a 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) guidewire into the sheath. 8. Remove the sheath, leaving the 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) wire. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user experienced an issue when using a guidewire from a mini stick max 5f x 10 cm stiff .018 ni/tu echo 2.75" kit. It was reported the micro access guidewire broke apart inside the patient. Both pieces were safely removed from the patient. It was reported the patient was not cooperative, so the procedure was aborted after the wire was retrieved with a snare. The patient did not experience any adverse effects or harm due to this incident.